Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec¿d 12/05/2014- patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/09/2014.

Manufacturer narrative:
(B)(4). The device associated with the reported event was not evaluated. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The date code pg0411 indicates the instrument was manufactured in april 2011; after the changes. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Product will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The top of the curved inserter broke off the patient while inserting a trilock stem in an anterior approach total hip. The top of the inserter was not located. It was noticed when he removed the inserter front he stem after impaction. We looked and took multiple views on xrays to try and locate the missing piece but were unsuccessful in locating it. The decision was made by dr. Howard to irrigate and close up the patient.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.